Manufacturer narrative:
Correction: per information received on 5 dec 2019, this complaint is confirmed to be a duplicate complaint, and was originally reported to FDA on medwatch#: 2026095-2019-00125. Medwatch hereby retracted, and no further follow ups will be submitted under that number. All future updates regarding this complaint will be reported on medwatch #2026095-2019-00125. All information reasonably known as of 10 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0203007612 was reviewed and the product was produced according to product specifications. All information reasonably known as of 02 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 240 ml. Flow rate: 5ml/hr. Procedure: chemo. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the pump emptied after around 20 hours instead of the expected 48 hours. The patient did not experience any side effects after this chemotherapy cycle.